Manufacturer narrative:
A cpu was sent in to product investigation lab (pil) with the accusation of : e/c 1104 check vent: backup alarm failed. The technician verified that the 1104 alarm error was logged once in the event log dating 07/01/2022 (1104,09:58.46pm,07-01-2022,postbackupaudiblefailed). Neither the occurrence nor the associated 1104 error code could be duplicated at the product investigation lab (pil) during the boot up of the system pca or standard test bed operation using the system. The system passed all engineering testing, and all voltages required for the proper operation of the system were well within specifications (spec). With the device in a no power/ hardware power fail state, the pil technician allowed the visual and audible back up alarm to operate for a period of 2 minutes. The visual and audible alarms operated without issue. The customer complaint has resulted in a no problem found.

Event description:
Philips received a complaint by the customer on the v60 indicating that error code "backup alarm failed" displayed on the system. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device. During troubleshoot he observed error code "backup alarm failed" in the error log. To resolve the issue pse replaced the cpu board. System overall checking, cleaning, run testing, and a function test were performed. System works as specified post this action. The investigation concludes that no further action is required at this time.